Manufacturer narrative:
.

Event description:
The customer reported, an employee who experienced an eye splash with cidex plus. At the time of the splash, the customer was not wearing eye protection. She splashed the liquid into her left eye, while cleaning an ultrasound probe. The employee saw a doctor and stated that, she had been diagnosed with an "infection" in her eye. The employee was prescribed an unknown "flushing drop". A few days later, the employee was doing much better.